Event description:
The ICD was being evaluated in the physician's office for a lead impedance of <100 ohms. On x-ray there was some question as to whether one of the pins for the bifurcated sensing lead was completely in the header. On 10/11/96 surgery was performed. After the pocket was opened, the lead connection was examined and both pins were securely in the header of the ICD. The lead was tested and the bipolar measurements indicated a lead fracture. The lead was capped.